Event description:
Add-a-vial spike lodged in spike of secondary IV administration set (baxter 2c-74-51), occlusion of flow resulted in delay/omission of IV antibiotic dose (dose restarted 2 hrs after original hang time).